Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed rewind test and no rewind anomaly noted. However, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
Information received by medtronic indicated that there were cracks where they put the reservoir and on the reservoir chamber, piece of rubber came off of rubber ring and a little slower to rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.